Manufacturer narrative:
Patient weight not made available from the site. On 08/11/2016 a medtronic representative, following-up at the site, reported the imaging system was back up, however, needed to return with detector position louver and spring assembly. As the site radiographic technologist (rt), in attendance, reported the gantry drape was caught in the door. No evaluation was required. Return requested. Replacement detect positioner louv hinge shipped to site 08/15/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a spine procedure, the site was unable to open the imaging system gantry when it was closed around the patient. The rt noted that the gantry drape was caught in the door. Following a 20 minute delay of therapy, the surgeon opted to abandon the use of the navigation system and the imaging system to continue the procedure to completion. There was no impact on patient outcome.